Event description:
Spontaneous report from italy. Local reference: it-septodont-2024018742, #lc039.. This initial serious case report was received on 06-jun-2024 from the lawyer along with the additional information from dentist on 21-jun-2024 (follow-up 1) by email. However, the case was created only after the case confirmation on 11-jul-2024 (follow-up 2). Therefore, the day 0 of the case is 11-jul-2024. Follow-up #3 was received on 09-oct-2024 from quality department. All information were processed together. Description of the incident: the report described a needle broken and embedded device with a septoject 30 g x 16 mm needle following a routine upper arch surgery. This case occured on a male patient of unknown age. On (B)(6) 2024, during the dental local anesthesia (plexus), the needle broke off from the base and was embedded in the perinasal area in which it has risen. An intervention of another specialist of a maxillofacial nature was necessary. No other information available. Other information of product: needle septoject 30 g x 16 mm, batch number: unknown, expiry date: unknown. Follow-up 1 on 21-jun-2024, additional informations on event. Follow-up 2 on 11-jul-2024, providing informations on product. Follow-up 3 on 09-oct-2024, additional information on qir. This case was considered as serious due to required intervention to prevent permanent impairment/damage. Manufacturer's preliminary comments: the report described a needle broken and embedded device with septoject 30 g x 16 mm needle following a routine upper arch surgery. On (B)(6) 2024, during the dental local anesthesia, the needle broke off from the base and was embedded in the perinasal area in which it has risen. An intervention of another specialist of a maxillofacial nature was necessary. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The local anaesthesia performed is reported as "plexus" suggested a plexus brachial blockage injection. This type of injection is at higher risk and requires the right type of needle. The type of needle is missing from the report and therefore it is not possible to assess if the right one was used or not. In addition, pending qir, quality defect of the device cannot be excluded. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice and the type of injection may be suggested. Use error/abnormal use cannot be excluded. #fu2 considered. Based on the preliminary analysis, pending quality investigation, no CAPA is required.

Manufacturer narrative:
Manufacturer's preliminary comments: the report described a needle broken and embedded device with septoject 30 g x 16 mm needle following a routine upper arch surgery. On (B)(6) 2024, during the dental local anesthesia, the needle broke off from the base and was embedded in the perinasal area in which it has risen. An intervention of another specialist of a maxillofacial nature was necessary. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The local anaesthesia performed is reported as "plexus" suggested a plexus brachial blockage injection. This type of injection is at higher risk and requires the right type of needle. The type of needle is missing from the report and therefore it is not possible to assess if the right one was used or not. In addition, pending qir, quality defect of the device cannot be excluded. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice and the type of injection may be suggested. Use error/abnormal use cannot be excluded. #fu2 considered. Based on the preliminary analysis, pending quality investigation, no CAPA is required. Final investigation results: for final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: since the batch number was not provided, no investigation on the batch records or samples was possible. Following our manufacturing process, the material batches used during production are delivered with a certificate of analysis from suppliers, which certifies their conformity. The origin of claimed defect "cannula breakage" could be related to many factors: bending or stressing of the cannula. Constraint on the cannula during injection. Unexpected movement during injection. High pressure during injection. Use of several cartridges with the same needle. Use of needle not recommended according to the injection type. All specific warnings, instructions of use and cautions are listed in the IFU delivered with the product to prevent any incident. However, taking into account the information reported from the incident, the needle size is not suitable for a plexus-type procedure, and would therefore be more in favor of a break. Use error is therefore considered as the final root cause. Results of the assessment: the risk table ararris014.05 needs to be reviewed to assess the need to add the new potential risk of needle breakage due to wrong needle size used and will be discussed during dedicated routine risk analysis meetings. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): no CAPA implemented. Final comments from the manufacturer: no investigation on the batch records or samples was possible. Use error concluded as the main root cause no CAPA implemented.

Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: it-septodont-2024018742 / . #1: device fragment embedded v27.0 (which necessitated the intervention of another specialist of a maxillo-facial nature.): from 29-apr-2024 to - serious - unknown #2: needle broken v27.0 (the needle from the base, which was used to perform local 'plexic' anaesthesia, unexpectedly broke off): from 29-apr-2024 to - not serious - unknown spontaneous report from italy local reference: it-septodont-2024018742, # lc039 this initial serious case report was received on 06-jun-2024 from the lawyer by email, follow-up 1 received on 21-jun-2024 from dentist by email and follow-up 2 on 11-jul-2024 from dentist by email were all processed together. The report described a needle broken and embedded device with a septoject 30 g x 16 mm needle following a routine upper arch surgery. This case occured on a male patient of unknown age. On 29-apr-2024, during the dental local anesthesia (plexus), the needle broke off from the base and was embedded in the perinasal area in which it has risen. An intervention of another specialist of a maxillofacial nature was necessary. No other information available. Other information of product: needle septoject 30 g x 16 mm, batch number: unknown, expiry date: unknown. Follow-up 1 on 21-jun-2024, additional information on event follow-up 2 on 11-jul-2024, providing information on product this case was considered as serious due to required intervention to prevent permanent impairment/damage. ------------------------------------------------------ manufacturer's preliminary comments: the report described a needle broken and embedded device with septoject 30 g x 16 mm needle following a routine upper arch surgery. On 29-apr-2024, during the dental local anesthesia, the needle broke off from the base and was embedded in the perinasal area in which it has risen. An intervention of another specialist of a maxillofacial nature was necessary. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The local anaesthesia performed is reported as "plexus" suggested a plexus brachial blockage injection. This type of injection is at higher risk and requires the right type of needle. The type of needle is missing from the report and therefore it is not possible to assess if the right one was used or not. In addition, pending qir, quality defect of the device cannot be excluded. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice and the type of injection may be suggested. Use error/abnormal use cannot be excluded. #fu2 considered. Based on the preliminary analysis, pending quality investigation, no CAPA is required.